Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use and the problem occurred during the preparation process. The field service engineer (fse) inspected the system onsite and confirmed faulty geometry. Upon functional testing, fse confirmed that there was short circuit in geometry module. The fse replaced geometry module. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry could not be controlled. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.